Manufacturer narrative:
(B)(4), product registration ¿ additional/correction. B5: describe event or problem ¿ additional/correction. D: device identification - additional/correction. H2: additional information/correction.

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.